Event description:
A malfunction was reported with a code identified as malf 12. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support assisted the customer in resetting the pump, and after this procedure, the malfunction did not recur. The customer was advised to continue using the pump and to call back if any issues arise again.